Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. Moisture damage was found on the motor as well. The unexpected restart alarm could not be verified due to the blank display anomaly. The device had a cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got wet at a water park and the display went blank. She changed the battery several times and received an unexpected restart alarm but she was not able to clear it. Blood glucose value was 202 mg/dl. The customer also reported the device has a large crack on the reservoir compartment. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.